Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3550-29, lot# n501591, implanted: (B)(6) 2015, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient's implantable neurostimulator (ins) pocket site gets hot with the stimulation on. The rep reported that once the stimulation is turned off, the heat dissipates. The patient had fallen a few times which occurred before the burning started. It was reported that the stimulation event was not related to positional movement. The rep re ported that the ins was moving a lot in the pocket site. The patient's electrode impedances were checked and all were normal. Impedance range was 1006-1300 ohms and group impedances were 1015 ohms on program 1 and 945 ohms on program 2. The rep reported that the patient saw the thermometer screen when recharging a few times but not too often. It was reported that the patient does have difficulties regulating body temperature. The patient's average coupling was 8 bars. Relevant medical history includes headache and non-malignant pain. No interventions or outcome was reported regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.